Event description:
512x was used during a laparosocpic nissen fundoplication. A liver retractor was being used throughout the device to retract the liver. It was reported there was a lot of torque on the trocar from the liver retractor. The device shattered and the surgeon noticed this right way. The surgeon converted the case to an open procedure because they could not keep pneumoperitoneum and to remove the pieces of the device. It is unk if all pieces were retrieved.